Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime compromised force sensor system test, excessive no delivery test and occlusion test. Pump was tested with no rewind anomaly noted. Pump unable to communicate with test glucose meter, problem isolated to rf board.

Event description:
The customer reported via phone call that the insulin pump had funny noise during rewinding. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump has been shutting off with no warning. The customer reported that the insulin pump has not been delivering insulin and that¿s why they had high blood glucose. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.